Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented with no capture via merlin.net transmission. Episodes of non-sustained rv oversensing were also noted. In clinic, no capture was observed. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable post-procedure.